Event description:
It was reported that the user performed a factory reset of the ilet after experiencing incorrect meal dosing that led to hypoglycemia when meals were frequently announced as ¿less than,¿ with contributing increased insulin sensitivity during a prolonged illness. The issue related to user procedure and the device¿s user interface. Symptoms included hypoglycemia with a nadir of 40 mg/dl and shaking/ tremors. Outcomes included serious injury requiring unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device malfunction, a usage problem was identified, and the medical device problem was classified as announcing an incorrect size meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.